Manufacturer narrative:
Device evaluation: a visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered during the internal inspection of the cycler. DHR search found no related problems to the reported complaints. There were no loud or unusual noises or sounds heard during the duration of the above testing.

Event description:
A peritoneal dialysis patient reported that during the previous night's treatment, the cycler displayed a drain complication encountered message during treatment, which occurred again later in treatment. The patient was able to complete treatment. The patient also noted that the cycler had been making noise during treatment. Upon review of the treatment data, it was noted that the patient experienced iipv (increased intraperitoneal volume) of up to 180%. Upon follow up with the patient's nurse, it was stated that this event occurred while the patient was on vacation. The patient did miss two days of treatment, however there was no adverse event as a result. The patient has since received a new cycler and has been completing treatments. There was no medical intervention required for this event.